Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and it was noted that there were multiple occurrences of system error (se) 20602 (monitor motor stall). During evaluation it was observed that there was fluid ingress on the tubing area (shuttle cover and shuttle) which is a possible cause of the se. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition was a fluid ingress on the shuttle. To resolve this issue the mechanism will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the device had multiple occurrences of a system error 20602 (monitor motor stall). There was no report of patient injury or medical intervention associated with this event. No additional information is available.